Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted (B)(6) 2017. Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with redness and pain at the cardiac resynchronization therapy defibrillator (crt-d) implant site. The patient was subsequently admitted due to worsening redness and weeping of the wound. The system was extracted due to infection and the patient was treated with antibiotics. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient received a new system the following month.